Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism found no issues that would result in a needle mechanism failure. Although no issues were discovered with the device, cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose read high (>500mg/dl) while wearing the pod on her abdomen for between 4 and 24 hours. Treatment included changing the pod, which returned her to normal levels. The patient stated that the pink slide was not in the window/did not move forward, indicating that the device did not deploy properly. The patient's blood glucose history is as follows: (B)(6).